Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the pulse generator went into back-up during a firmware upgrade. This resulted in patient feeling near syncope. A device download was performed successfully. The patient was stable after the device was restored to its normal functions.